Event description:
The pt had a laminectomy, spinal fusion and insertion of an epidural (perifix) catheter. When the anesthetist was trying to remove the epidural catheter from the pt, the catheter broke and approx 8 inches remained in the wound.